Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not be disconnected from the patient line of an amia automated pd set with cassette. This was observed during disconnection from peritoneal dialysis therapy. During the attempt to disconnect, the blue part (female connector) and light part (main body) of the transfer set became disconnected. The patient line was cut to disconnect. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.